Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit mesh was damaged. No adverse events have been reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on november 21, 2018, it was reported that the unit mesh was damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was september 30, 2010 where it was reported that the device was not cutting skin evenly and the roller, worn side plates, worn bushings, damaged comb, and the ratchet spring and pin were replaced. This is not a related issue. Product review of the skin graft mesher on december 18, 2018 revealed that the comb, roller, and side plates were all damaged. The pre-tests could not be performed due to the bent comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 18, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb, roller and side plates were all damaged. The pre-tests could not be performed due to the bent comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb, roller and side plates were all damaged. The pre-tests could not be performed due to the bent comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.